Event description:
The patient contacted lifescan and reported that their one touch basic original meter kept giving them the clean test area message. During the time the patient was unable to test on the meter due to the clean test area message, they were using their family member's meter (unknown brand). They stated that they were going to the hospital/ER later that evening. Therefore, they had not received any medical attention or treatment. They had tested on their family member's meter at the time of the call with lifescan with a result of 224 mg/dl, which does not reflect a serious injury. The issue was not resolved with troubleshooting. The patient was upgraded to the one touch basic enhanced kit.